Manufacturer narrative:
D4: lot number is unknown. The device is available for evaluation; however, has not been received.

Event description:
The event involved 8 in (20cm) appx 0.48 ml, smallbore ext set, clave, rotating luer which was reported that the patient's IV extension set was leaking between the hub shown in the first picture (directly in the middle of the photo). That is a part that we have no control over and is a manufacturer defect. When discussing this with the house supervisor, she said she knows of one other set that was leaky as well. There were patient involvement and no reported patient harm.